Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Minor scratches on lcd window, cracked display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 112 mg/dl. Customer reported she had a low and woke up in a puddle of sweat, as a significant event that may have caused the device to alarm. Customer stated the reason she thinks she was low was she possibly over bloused, which she treated with food. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported